Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lens, and a swollen dso seal. A review of the event history log found a '46876' error along with a defective pwa. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported that the device's downstream occlusion seal is damaged. There was unknown patient involvement.